Event description:
It was reported that during the implant procedure, the helix had expanded prematurely. Unsuccessful attempts were made to retract the helix. It was noted the physician had not exercise/tested the helix before the implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood/body fluid present in the distal conductor (not obstructed) and in/on helix/lobe mechanism noted. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.